Event description:
Alung technologies, inc. Received a report of a patient experiencing bleeding at the catheter site during hemolung therapy. Therapy was still provided as intended. No further information was provided.

Manufacturer narrative:
Patient information was not provided. Lot/serial number was not provided, so the UDI and expiration date could not be determined. As lot number was not provided, manufacturing date could not be determined alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in edinburgh, united kingdom. Through review of the final clinical study adverse event listings, it was reported that a patient experienced bleeding at the insertion site. As no further notification was received regarding this adverse event, no further information is available. No CAPA was opened because of this event. Bleeding is a known potential complication that can occur during extracorporeal therapy. Alung will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.